Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was down and the screen went black. The unit could not be able to power back on, and unable to issue items. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet was down. The lid would not open. A technical support specialist (tss) walked the customer through powering the cabinet on using the power supply button, which restored functionality. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.